Event description:
The wife of a (B)(6) male pt contacted zoll lifecor customer support to inform that the device is constantly alarming to "adjust belt." The pt was sent a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The problem was confirmed. Upon further inspection, the electrode belt had a pin that was bent inside the connector. The root cause of the bent pin cannot be positively identified. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pin. The pt received a replacement electrode belt.